Event description:
Pt was implanted with the syncardia temporary total artificial heart (tah-t) at the (B)(6), on (B)(6) 2010. On (B)(6) 2011, the customer at (B)(6) reported that after 435 implant days, an air leak had developed in the pt's right tah-t cannula in the middle of the wire reinforcement. The coordinators at the hospital repaired the air leak by wrapping the cannula with self-vulcanizing tape and stabilizing it with tube isolation. The customer reported that there was no adverse impact on the pt. The pt is currently listed on the heart transplant list. Syncardia has requested that the tah-t and cannulae be returned for eval after the pt is transplanted. The results of the investigation will be provided in a supplemental MDR.